Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
If explanted; give date: (n/a) not applicable as the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the insertion of the pcb00 intraocular lens (iol) into the left eye of the patient, the surgeon noticed some kind of debris right down the middle of the back of the lens. The doctor was able to remove the foreign material during the irrigation/aspiration (ia) procedure. The account commented that the lens remains implanted and the debris was not saved for inspection. No patient injury was reported and no secondary procedure was required. The patient was reported doing fine. No additional information provided.

Manufacturer narrative:
(UDI#): (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.